Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 4.2 cm abdominal aortic aneurysm. Vessel morphology was not reported at the time of implant. It was reported that the stent graft was implanted with the iliac limbs uncrossed. At the 1 month follow-up the pt had good flow and was asymptomatic; however; the physician was concerned that there might be a narrowing of the ipsilateral limb at the unsupported section, although there was no occlusion or kinking of the stent graft. The cross-section of the ipsilateral limb is large but "crescent-shaped." There has been no sac growth, and the aneurysm is currently 4.2 cm in diameter. A type 2 endoleak was also noted. An aneurx limb was implanted to reline the ipsilateral limb. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4) intervention required. Narrowing of the ipsilateral limb. Results - films were not received, unk cause of narrowing of the ipsilateral limb; leak, type ii.